Event description:
Customer reported getting erratic reading from their freestyle meter. Comparison tests were performed with the freestyle meter and results were 95 mg/dl and 225 mg/dl. Precision testing was also performed at the time of the initial call in order to troubleshoot the meter and results were 175 mg/dl and 136 mg/dl. The reported freestyle comparison results differ by more than 20% and meet MFR's definition of a malfunction.